Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/13/2013 with the following findings: the keypad was found to be peeling and lifting above the contrast button extending to the up arrow button. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the ok button was completely unresponsive. The keypad cover was removed and the contrast button contact was found to be missing and there was evidence of contamination found under all other key contacts. The keypad flex was found to have a broken ground trace for the contrast button.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok button was unresponsive. The patient also stated that the keypad is peeling from the top and that the keypad buttons feel "squashy." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.